Event description:
Customer states the 4th pin from the left and the 3rd and 4th pins from the right on the inform system are blackened. No adverse event reported. The malfunction occurred at a hosp; the customer did not indicate how long the malfunction has been occurring. Upon eval by the MFR, it was confirmed that there was evidence of melting and burning on pins 3 and 4. Requested return of suspect device and replacement was sent. Accu-chek inform system: test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the inform meter.